Event description:
It was reported that a patient using the ilet experienced a low blood glucose of 50 mg/dl shortly after a prior high, while using novolog and after a recent fill tubing event during which they were disconnected; the event occurred during ongoing adaptation after starting the ilet last month. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed no device alarms, no recent setting changes, and no exogenous insulin use, with a plausible overcorrection to a prior high during algorithm learning contributing to hypoglycemia, though the specific cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.